Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient was reported to feel unwell. Technical services (ts) was contacted and reviewed the data available. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.